Event description:
A report of a patient to be explanted was received. The patient complains that the implantable pulse generator (ipg) becomes hot and she is not happy with the stimulation. According to the physician, the device is working properly. The physician would like the patient to be reprogrammed one last time before he proceeds to explant the device. The explant procedure has not been scheduled.